Event description:
It was reported that the right ventricular lead was oversensing and had nonsustained episodes of apparent noise recorded. The lead was explanted and replaced. The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the proximal conductor was fractured. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached and had environmental stress cracking, the inner insulation had cosmetic environmental stress cracking, the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. (B)(4) analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.